Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -04.00/+4.50/x114. Device evaluated by manufacturer? No - lens not returned. (B)(4). Method code(s): evaluation method: lens work order search results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -04.00/+4.50/x114 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The patient started to have severe pain 15 minutes post-op. The lens was explanted that same day. No other lens was implanted.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens and pen marks on lens surface. (B)(4). Conclusion: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. Patient's acd is 2.97 mm. Claim #(B)(4).